Manufacturer narrative:
Conclusion: since the valve has been implanted for over 9 years, it¿s very unlikely that the stenosis/high gradients/regurgitation is due to any potential manufacturing issue. A conclusive cause of the stenosis (high gradients) / regurgitation could not be determined from the limited information available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 4 months post implant of this aortic bioprosthetic valve, a transcatheter valve (tavr) was implanted valve-in-valve due to stenosis and moderate insufficiency (ai) with elevated gradients of <(><<)>60mm/hg. Post tavr transesophageal echocardiogram (tee) demonstrated gradients of <(><<)>20mm/hg with no ai. No adverse patient effects were reported and the patient was discharged 48 hours post procedure.